Event description:
The customer called technical support (ts) reporting that the device has battery failure. Found the prompt of "battery failure alarm" on the screen after starting v60 for the first time. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. When the battery is removed, the alarm message will disappear. The pse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. The device went back into service.